Event description:
A customer reported experiencing a cartridge alarm 30 issue six times. Initially, the customer tried to resolve the problem by removing and replacing the cartridge after the third occurrence, but the issue continued three more times before contacting technical support. During the call, the customer successfully completed a load sequence with a second cartridge on the fourth attempt with guidance from support. There was no adverse impact to the customer¿s blood glucose level. The issue did not recur after the guided load sequence, and the customer declined further assistance or follow-up.